Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via medwatch (B)(4) that during a pacemaker implant procedure, the guide wire broke. An unspecified biventricular permanent pacemaker was being implanted. While the lv lead was advanced over a mailman guide wire, the wire broke outside the patient. The remaining portion of the wire was removed from the patient with no harm noted. No patient complications were reported. Additional information was requested but is not available.